Manufacturer narrative:
The observed discrepancies are most likely due to the samples being a weak positive for the influenza a target for patient 1 and the influenza b target for patient 2 that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A review of the provided data indicated that the alleged samples are low-titer samples. This would explain why wavering results were generated when the samples were repeated. This is a sample-specific issue and the reagent is performing as intended.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample 1 initially generated positive results for influenza a and b (negative sars-cov-2). The same sample was retested twice on the same device and generated a positive result for influenza b only (negative results for sars-cov-2 and influenza a). The sample was also tested on the lateral flow test as weak positive for flu b. The alleged sample 2 initially generated a positive result for influenza b (negative results for influenza a and sars-cov-2). The same sample was retested twice on the same device; 1st retest generated negative results for all targets and 2nd retest generated a positive result for influenza b only (negative results for sars-cov-2 and influenza a). The influenza b positive results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.